Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol). One week prior to eol, the monitoring voltage was 2.73 volts and the reported charge time was 25.3 seconds. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated this device was replaced with another manufacturer's device. The monitoring voltage was 2.70 volts and the charge time measurement was 31.2 seconds. No additional information is available at this time. If additional information becomes available the event will be updated.